Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pacemaker insertion, while the doctor was trying to suture the patient's skin after inserting the pacemaker, the needle detached from the suture. Both the needle and the thread broke. The patient has no injury.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 suture and 1 needle. The needle was observed to be detached from the suture. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The loop was received broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, analysis noted a secondary condition of suture broken not related to the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.